Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a damaged transformer on the processor/bridge/pace board. It is unknown how the transformer became damaged. The processor/bridge/pace board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device failed self-test for defib and pacer functions. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.